Manufacturer narrative:
The report received indicated that during an interventional procedure of a severely calcified dialysis fistula, the 80 cm. Powerflexpro 8 mm. X 4 cm. Balloon catheter (bc) ruptured circumferentially at twelve atmospheres (12 atm.) And separated from the catheter. Multiple trouble shooting techniques were used to retrieve the foreign body and were unsuccessful. The patient was sent to the operating room (or) for surgery to remove the piece that had broken off. No update on the patient's condition is available. Multiple attempts to obtain additional information have been unsuccessful. The device was not returned for analysis nor was a sterile lot number provided to conduct a DHR. Without return of the device the reported ¿balloon burst at/below rbp¿ and ¿pta system separated in patient¿ could not be confirmed and the exact cause could not be determined. Based on the limited information available for review, vessel characteristics (severe calcification) may have contributed to the difficulty experienced by the customer. Without product return or a lot number to conduct a DHR, there is nothing to suggest that this event could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Event description:
The report received from the field indicated that during an interventional procedure of a severely calcified dialysis fistula, the 80 cm. Power flexpro 8 mm. X 4 cm. Balloon catheter (bc) ruptured circumferentially at twelve atmospheres (12 atm.) And separated from the catheter. Multiple trouble shooting techniques were used to retrieve the foreign body and were unsuccessful. The patient was sent to the operating room (or) for surgery to remove the piece that had broken off. No word on the patient's condition was available. Additional information has been requested.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.